Event description:
It was reported that the 9800 c-arm froze after completing the boot up sequence. Problem started with the touch screen not working then escalated to the workstation froze. Alternate unit used for case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Repaired loose/faulty connections to the workstation keyboard and ir transmitter board (connectors repaired). The system was tested and found to be working as intended and placed back into service.